Event description:
A malfunction was reported with the display of malfunction code 12 on the pump, which had occurred at least three times previously. The customer did not report whether their blood glucose level exceeded 500 mg/dl, resulting in unknown impact. To address the issue, the customer was informed by technical support about the shipment of a replacement pump with updated software. The customer was advised on the proper use and storage of the pump and instructed to return the faulty pump with the provided return box and pre-paid label within 10 days.